Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. An autopsy is pending. The nurse practitioner reported that the patient had been doing much better with vns therapy. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Follow-up to the medical examiner revealed that the device was still implanted when moved to the funeral home. The autopsy report determined that the patient's cause of death was natural due to seizure disorder. Follow-up to the funeral home where services were performed revealed the device had been buried with the patient and is unable to be returned for analysis. The death has been assessed as possibly sudep related. A review of available programming data revealed that diagnostics at the date of implant were within normal limits.